Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was not returned to the manufacturer for analysis; therefore, the alleged product issue cannot be confirmed. The instructions for use (IFU) identifies coil migration or misplacement, ischemia, and neurological deficits as potential complications associated with use of the device.

Event description:
It was reported that peripheral coil embolization was performed for a splenic artery aneurysm. Post-deployment images demonstrated migration of an embolization coil to the splenic hilum. The patient experienced increasing pain over the following two weeks, which was managed with medications. Subsequent CT imaging taken 17 days post-procedure demonstrated segmental splenic infarction. The patient's current status has not been provided.